Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that there was a rash on the side of the abdomen where the sensor was located. The reaction showed red abrasions that started bleeding around the sensor patch. Additional information was provided on (B)(6) 2018 that the patient visited a doctor on (B)(6) 2018 due to the skin reaction. The doctor said the patient was fine and the reaction would not be an issue. No medication was prescribed. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.